Manufacturer narrative:
This complaint is for a flammability event that occurred in october 2018. The flammability event is not due to a product defect or problem with this specific lot. The product is flammable until it is completely dry and vapors have dissipated. There is flammability information in the cavilon no sting barrier film catalog number 3344e IFU and a flame symbol on each individual pouch. For this application, cavilon no sting barrier film catalog number 3344e is provided non-sterile to kci as a component of their kit. Cautery was the ignition source for this event.

Event description:
A distributor recently reported that approximately 4 months ago, 3m cavilon¿ no sting barrier film was applied to a patient's skin prior to placement of a wound vac device. A physician reportedly used a bovie cautery device to stop a bleeder following application of the cavilon no sting barrier film. The distributor reported a small flash fire occurred. The patient was reportedly not injured in this reported event.